Event description:
The customer stated that he was hospitalized due to an automobile accident. The customer stated that his blood glucose levels went low as he was driving. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly. The customer stated that the screen on the insulin pump is scratched and very difficult to read. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.